Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and noise was observed on the ra and rv lead. Both leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited decreasing p-wave amplitude and atrial episodes showed oversensing of the ventricular signal. It was also reported that the right ventricular (rv) lead was observed with decreased r-wave amplitude. Increasing ventricular sensing integrity counter (sic) was noted in histograms. Both leads remain in use. No patient complications have been reported as a result of this event.